Manufacturer narrative:
The impella 5.5 was returned for analysis however the sidearm was not. The root cause of the purge system leak was determined to most likely be a crack in the yellow lure. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male was implanted with an impella device for mechanical circulatory support. It was reported that the purge sidearm cracked despite the sidearm retainer being in place. The sidearm was cut off for a bypass as a result. Bicarbonate was being used in the purge. No reports of adverse events were reported.